Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced respiratory failure. They had been intubated for 58 days. Tracheostomy was performed.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2024-07808. No further information was provided. The manufacturer is closing the file on this event.